Event description:
It was reported that during the procedure in the mildly tortuous and moderately calcified proximal left anterior descending artery, an unspecified stent system was advanced to the target lesion and the stent deployed. The 2.5 x 20 mm voyager dilatation catheter was advanced to the target site along with an unspecified dilatation catheter to perform a kissing balloon technique. During the first inflation, the voyager balloon was inflated to 8 atmospheres for 30 seconds and the voyager ruptured. The device was removed from the patient anatomy without difficulty. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.